Event description:
Nurse stated that the customer was admitted to the hospital for dka. High bg t/s per dop. Patient's bg is 600+ mg/dl. Customer was wearing the pump at the time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.